Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll representative evaluated the device at the customer's site. The reported malfunction was isolated to a damaged battery housing. The housing over the four communication pins was observed to be damaged. The battery was scrapped onsite. Analysis of reports of this type has not identified an increase in trend.